Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple false (B)(6) results while using architect total b-hcg reagents. The following data was provided. Patient 1: sid (B)(6) initial 401.34 miu/ml (reactive), repeat <1.2 miu/ml (nonreactive), abom hcg7030u04 method was nonreactive. Patient 2: sid (B)(6) initial 140.24 miu/ml (reactive), repeat <1.2 miu/ml (nonreactive), prognosticon method was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, field data review, device history review, instrument log review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot 80244ui00 and accuracy testing met all specifications. Abbott link world wide data was used to evaluate historical product field performance. The evaluation indicated that the patient median result for the product was within the established control limits and performance was comparable to other lots in the field from march 4, 2018 to september 1, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.